Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the user interface to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1: reporting address line 1: (B)(6) reporter phone: (B)(6)

Event description:
Philips received a complaint from the customer on the v60 indicating that the device's touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.